Manufacturer narrative:
The reported events of lead dislodgement and failure to capture were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing, visual inspection, and x-ray did not find any anomalies.

Event description:
It was reported that the patient presented during clinical follow-up. Interrogation noted that the left ventricular lead exhibited failure to capture. Further investigation noted that the left ventricular lead was dislodged. The reported lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.